Event description:
Echelon flex 45 endopath stapler misfired when used during surgery. It did not cause harm nor affect the surgery due to having an extra one in roo and it was a non-emergent situation.